Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of signal. No intervention was performed, and the patient was stable.

Manufacturer narrative:
G3.